Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture and residue/debris, in a microcentrifuge vial. Visual inspection found no visible damage to lens and residue on lens surface. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -14.00/3.00/91 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2016. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.